Event description:
Pt underwent a colectomy in 2000. The bowel was reanastomosed using a premium multifire ta 60-3.5 stapling device. Reportedly, post-operatively, pt developed acute abdominal pain, tachycardia, and fever. Abdominal x-rays showed the presence of free air in the peritoneal cavity. Pt was returned to the or for an exploratory laparotomy. At this time, it was noted that there was a 0.5cm dehiscence of the staple line.